Event description:
The haptic of an aq2017v model lens broke prior to being implanted. There was patient contact but no injury. The facility indicated it was unknown as to why the lens tore. The model and lot number of the cartridge and injector are unk.

Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic torn off. There was evidence of surgical residue.